Event description:
It was reported that during a diagnostic endoscopic bronchial ultrasound (ebus) linear fine needle aspiration (fna), the channel was clogged causing an obstruction. The clinician was unable to pass an instrument through the channel and the balloon failed, stating when launching the balloon, it slipped off the scope. The initial pass of the needle was fine, however after several passes, the needle got stuck and would not pass. There was no injury to the patient. While there was a delay, the time is unknown. The intended procedure was not complete. It was aborted and the patient will be rescheduled. The patient was under general anesthesia.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide a correction to the initial with information inadvertently left out (lm investigation and device evaluation). Additionally, to provide information received through follow up. The device was evaluated by olympus, and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "there was a delay in the procedure. The procedure was eventually aborted and rescheduled." Occurred due to the reported device malfunction. However, the root cause could not be determined. Furthermore, the phenomenon "while performing a fine needle aspiration, when launching the balloon, it slipped off the scope" was not confirmed and the root cause of the suggested event could not be determined with the information received. Additional information received: it was reported that the balloon was lubricated. The balloon was attached using the balloon applicator. The device malfunction occurred at the end of the procedure. The user has used the subject device before and an endotracheal tube was used. Olympus will continue to monitor field performance for this device.